Event description:
The user facility reported that after loading their reliance vision single-chamber washer/disinfector, the door became jammed against the basket. As the employee pushed the basket further into the unit, the door contacted the employee's arm causing lacerations. Medical treatment was sought; however, it is unknown what medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the pneumatic block assembly was leaking air, preventing the retraction of the door after contacting an obstruction. To resolve the issue, the technician replaced the pneumatic block assembly. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the reliance vision single-chamber washer/disinfector to service. The reliance vision single-chamber washer/disinfector instructions for use states, "if an obstruction is present on the chamber door, do not attempt to remove the object....6. If operator is unable to remove obstruction from chamber door, call a qualified service technician". The technician counseled user facility personnel on the proper use and operation of the reliance vision single-chamber washer/disinfector, specifically on the door obstruction protocols. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.